Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material #309628, lot #4256637. Verbatim: MFR # 309628 -1cc-luer lock syringe. Lot # 4256637. Customer went to use it and had a substance on the end of the barrel. Additional information provided: there were no adverse events or serious injuries to the patient. The contamination was found before administration.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter one photo of a 1ml luer-lok syringe (part number 309628) was received for review. The image shows a loose syringe with an unknown needle attached and a brownish stain on the barrel collar, indicating embedded foreign matter. This condition is non-conforming to product specifications. Potential root cause for the embedded foreign matter defect is associated with the molding process. A physical sample is required for further evaluation and confirmation. Furthermore, a device history record review was completed for provided lot number 4256637. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.